Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the surgeon experienced blade lockout with the lcsc5. Opened another device to complete the case. There was no consequence to pt.